Event description:
It was reported that the patient experienced a phrenic nerve palsy. During a cryoablation procedure to treat a paroxysmal atrial fibrillation (paf), a polarxfit catheter was selected for use. When cryoablation was performed in the right inferior pulmonary vein (ripv), cmap and palpation decreased, and double-stop technique was performed. Cryoablation was 82 seconds, and the minimum temperature was -54c. Pacing was performed until leaving the room, but it was not restored. The room was left with remaining diaphragm disorder. No medical or surgical interventions were done. Patient current diaphragm disorder has not completely recovered yet, but it is better than when the procedure completed. Catheter is not expected to be returned since it was discarded at facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.